Manufacturer narrative:
Related manufacturer reference number for the driveline repair: MFR # 2916596-2023-03843 covers the rescue tape that was applied due to wear and tear. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation concerning pump stop events and no external power events. The patient was admitted the prior afternoon for uncontrolled hyperglycemia. Interrogation revealed intermittent ¿pump off¿ and ¿no external power¿ alarms. They were placed on an ungrounded cable and got a stat x-ray of their dl. Log files revealed speed reduction and pump stop events on 13jan2024 and 15jan2024. The issues appeared to be occurring while the left ventricular assist device (lvad) was connected to the mobile power unit (mpu). No external power events were recorded on 10jan2024, 24jan2024, and 29jan2024 while connected to mpu power. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. The patient did not recall the mpu pulling out of the wall or any loss of power at those times, but their mpu does have a v-lock connector on the ac power cord. They did note that their mpu fell off the table several weeks ago (not while in use) and had a slight crack in it, but it seemed to be functioning normally since then. They could not recall the specific date of when the mpu fell and said that they had been staying at alternative housing so the equipment was not in the usual spot. Additionally, the patient did not recall any specific alarms but stated that they heard their lvad occasionally while lying in bed and/or while riding in the car. By the time they looked at their system controller the alarm had subsided. They do not recall any of these audible alerts/alarms with trunk position changes and they denied any trauma to their percutaneous lead. However, they did note that there was a significant kink in the proximal portion of their dl (just distal to skin exit site) on awakening one morning, which they straightened. Their weight had been stable over the past year. X-ray images were unremarkable. There was no identifiable point of fracture based on the images. An image of the outer part of the dl appeared to show a possible area of compromise. Abbott engineers were concerned for early short-to-shield but found no identifiable area for driveline repair. The patient was discharged home around 03feb2024 with an ungrounded cable and power module. The plan was to proceed with turn down protocol given ejection fraction recovery. There were no plans for driveline repairs or pump exchanges at the time. They were instructed not to use their mpu anymore. On (B)(6) 2024, the patient presented to the emergency department with recurrence of low flow alarms and low advisory alarms at home. Interrogation showed a total of 3 pump off alarms and repeat abdominal x-rays were taken. The patient confirmed that they had not been on their mpu since discharged home. They had only been on batteries since the new power module and unshielded cable hadn¿t been set up yet. Their log files revealed pump stop events on 04feb2024 at 08:35 and at 16:53 while using battery power. It appeared that the short to shield had matured into a phase to phase short with multiple wires with insulation damage and the potential for pump stops to occur on any power source. The patient had a percutaneous lead repair on (B)(6) 2024. The replacement was performed approximately 3 inches away the new exit site. After the patient was back on the grounded patient cable, and the patient moved, there were noted pump stop alarms. Log files from post repair showed transient driveline fault, driveline disconnect, low speed advisory, and pumps stop alarms associated with the driveline repair performed on (B)(6) 2024 at approximately 12:11pm. It appeared the patient also experienced additional low speed/pump stop alarms at 1:39pm through 1:49pm while tethered to the grounded patient cable/power module. It appeared the patient was tethered back on the unshielded patient cable at 1:50pm without issue. It also appeared that the reported short to shield driveline issue was father up the driveline past the point of the repair. The clinical staff worked on a treatment plan. The patient had a pump exchange on (B)(6) 2024. Related manufacturer reference number for the mpu: MFR # 2916596-2024-00748.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) confirmed driveline wire damage. On (B)(6) was returned assembled with the driveline severed approximately 14¿ from the pump housing. The severed distal end portion was not returned. The sealed inflow cannula (inlet tube, flex section, inlet elbow) and the sealed outflow graft and bend relief were not returned. The outlet elbow was attached to the pump¿s outlet port. Upon disassembly of the returned device, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The returned portion of driveline was tested for electrical continuity and all wires were found to be electrically intact. No wire-to-wire or wire-shield shorts were induced during testing. Microscopic inspection of the underlying wires of the returned portion of driveline revealed breaches in the insulation orange wire, approximately 5¿, 6¿ 8.5¿, and 9¿ from the pump housing, breaches in the insulation of the yellow wire approximately 5¿ and 9¿ from the pump housing, and breaches in the insulation of the green wire approximately 5¿ and 9¿ from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal shield. Examination of the remaining wire portions revealed no signs of damage to the wire insulation or the underlying conductors. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage aside from the one previously noted. If the exposed conductors of the breached wires contacted the braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting short-to-ground could have resulted in low speed and pump stoppage events. Furthermore, if the exposed conductors of two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable, the resulting phase-to-phase short would have resulted in the low speed and pump stop events observed in the submitted log files. The relevant sections of the device history records for (B)(6) and driveline serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.